Event description:
Patient arrived in post anesthesia recovery unit after vaginal hysterectomy and lysis of adhesions. After device was placed on patient per description below, patient developed high intrathoracic pressure with subsequent bilateral pneumothorax and subcutaneous emphysema. Bilateral chest tubes were placed. Both lungs were re-expanded. Patient was observed for one day in ICU. Patient was discharged four days post-incident in stable and good conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.